Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
After a review of the current information provided, it was clarified that both the 25 gauge and 27 gauge valved trocars have been spontaneously leaking for the past few months. The impact to the patients has not been reported. This one represents the 27 gauge valved trocars.

Manufacturer narrative:
A sample was not received at the manufacturing site; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the valves in the trocar was leaking. There was patient contact. Patient outcome unknown. Additional information was requested; however, none has been received to date. Exact date of incident is not known. After a review of the current information provided, it was clarified that both the 25 gauge and 27 gauge valved trocars have been spontaneously leaking for the past few months. The impact to the patients has not been reported. This report is one of two reports. This one represents the 27 gauge valved trocars.